Event description:
Caller discovered the left hip implant is being recalled. Pt has attempted to call biomet orthopedics, inc. Who has supplied the implant. The caller's current physician does not feel qualified to perform surgery and wants to refer to another orthopedic physician several hundred miles away. It is difficult for caller to arrange for this due to distance, although has an appointment set up next week.